Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was no longer vibrating when boluses were delivered from the meter. During troubleshooting the reporter attempted a 0.0 unit air bolus programmed from the meter but the pump did not vibrate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings:during testing, the vibration alarm feature was found to be not operational. The pump was opened and the vibration motor was tested and the pump motor vibrated. The pump vibration motor was observed to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.